Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms during bolus delivery. The customer's blood glucose (bg) level was 263 mg/dl and insulin injections were used to address the bg level. The customer changed out the supplies on the pump after the occlusion. The customer thought the occlusions were related to the infusion sets; however, as the supplies on the pump had been changed, tandem technical support was unable to perform a system check to confirm the cause of the occlusions. The customer indicated that a different type of infusion set may be used.